Manufacturer narrative:
Samples received: 148 unopened pouches. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. According to internal procedure, there is no need to establish corrective or preventive action. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(6) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: slovakia. The needle separated from the thread.